Event description:
Tightness in throat [throat tightness]. Difficulty breathing at times (seems to get worse later in day)/shortness of breath [dyspnoea]. No appetite [decreased appetite]. Dizziness [dizziness]. Ear infection [ear infection]. Case description: spontaneous report received on (B)(6) 2012, from a (B)(6) female pt, initials (B)(6), with osteoarthritis of left knee. The pt's medical history was significant for previous use of hyalgan injection in 2007, due to which the pt experienced tightness in throat, shortness of breath, difficulty in breathing, no appetite and dizziness. The pt was also allergic to birds, bird protein, and feathers. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan gf 20) injection, route not provided, dosage regimen not provided, in left knee. The lot number of synvisc was not provided. In (B)(6) 2012, after the first injection, the pt experienced tightness in throat, shortness of breath, difficulty in breathing at times (which seemed to get worse later in day), no appetite and dizziness. On an unspecified date, the pt developed an ear infection and initiated sudafed (pseudoephedrine hydrochloride) as treatment. On (B)(6) 2012, the pt received second synvisc injection. It was reported that the events got worse after second injection. It was also reported that the pt was told to take allegra or some type of allergy medication, but she did not. Action taken for synvisc treatment was not provided. The outcome for all the events was not provided. The concomitant medications were not provided. The intensity for all the events was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2012. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.